Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system (linox smart sd) exhibited over-sensing, high impedances, and noise. This resulted in inappropriate electric shocks being delivered. It was noted that therapy had been turned off. This system was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5145804.